Event description:
Event description guidant received information that this chronic atrial implantable lead was confirmed, via x-ray, to have an insulation split. Lead measurements are good and stable. This chronic ventricular implantable lead exhibited high, out of range pacing impedance measurements and increased pacing threshold measurements and exit block.